Event description:
A high blood glucose level was reported, though the specific value was not known and displayed as "high." Cause was not known. To address the issue, the customer administered a correction bolus via the pump and agreed to consult a healthcare professional for advice. The customer was advised to inspect and replace supplies as needed and continue insulin therapy.